Event description:
Per initial report received: the precision coil detached in the aneurysm even before the detachment cable was connected to it. There was no tension on the coil. No pt injury was reported.

Manufacturer narrative:
The product has not been received in our facility at this time. A final report will be submitted as soon as the product is received and final analysis has been conducted.